Event description:
A malfunction occurred with the customer's pump, which was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.